Event description:
Pt's device diagnostic testing at office visit resulted in high lead impedance (dc dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt reportedly had no recent trauma and does not manipulate the device.

Event description:
It was reported that the patient's device was programmed off as the patient does not wish to continue with vns therapy.